Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then exchanged the pigtail catheter for the wds. The wds was inserted, and the closure device was deployed in the patient. After the first deployment, an air embolism was seen behind the deployed device. The release criteria was met and the physician released the closure device from the core wire of the wds. The closure device was successfully implanted in the laa of the patient with the air embolism trapped behind it. The patient did not experience any complications from this event and is expected to be discharged from the hospital.